Manufacturer narrative:
On (B)(6) 2023 the field service engineer (fse) revisited the customer site. Various parts and functionality of the instrument were checked. The fse observed a bubble at the end of a probe and replaced it. The bubble was gone after replacing the probe of the cell rinse assembly and adjusting the detergent level. The customer had no further issues. The investigation determined the cause of the event was due to a maintenance issue.

Manufacturer narrative:
Instrument performance testing was completed. The field service engineer checked the analyzer. He replaced reagent needles and verified adjustments. The air pump flow was verified and adjusted and the gear pump pressure and the water levels were checked. The investigation is ongoing. .

Event description:
The initial reporter stated they received discrepant results for 3 patient samples tested for either glucose hk gen. 3 (gluc3) or crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 701 module. Patient 1 initial gluc3 value was 0.11 g/l. The sample was repeated two times, resulting in gluc3 values of 0.90 g/l and 0.91 g/l. On (B)(6) 2023 patient 2 initial crep2 result was 29 umol/l. The repeat result was 89 umol/l. On (B)(6) 2023 patient 3 initial gluc3 result was 0.14 g/l. The repeat results were 1.05 g/l and 1.06 g/l. No questionable result was reported outside of the laboratory. For patient 1: the gluc3 reagent lot was 674271 with an expiration date of 31-jan-2024. For patient 3: the gluc3 reagent lot number was 694766. The expiration date was not provided. The crep2 reagent lot was 702641. The expiration date was not provided.